Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the stent came off of the stent delivery system (sds) during use; therefore, the sds balloon was used to deploy the stent in an unintended site. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that stent dislodgement inside the body can be affected by numerous factors including tortuousity or resistance, accessory devices, previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. In this instance, the exact cause of the stent dislodgement is unknown; however, there is no indication of a quality issue.